Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat vertebral compression fracture at l3/l4. It was reported that when the surgeon was filling the balloon with contrast, it began to leak. The surgeon flushed out the contrast with saline. No patient complications were reported. No delay in overall procedure time happened due to this event.